Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported the test doesn't start after sample is applied and as a result of being unable to test, sustained an injury. The customer reportedly experienced a hypoglycemic episode and fell. The customer did not provide any additional details with regards to the medical event at the time of the call. Adc has made multiple unsuccessful attempts to contact the customer to obtain missing information. There was no report of death or permanent impairment associated with this medical event.